Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that brake button was stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink¿ plus was selected for use. During the procedure, the physician pushed the brake unlock button; however, it was noted that the brake button became stuck and the lock function did not work. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr units were received together. The advancer knob was received loosened in a backward position. The brake button and advancer were microscopically and visually inspected. The brake button was pushed in when received. An attempt to release the brake was unsuccessful when pressed. The advancer housing was opened to check the brake and it was would that the brake button was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that brake button was stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink¿ plus was selected for use. During the procedure, the physician pushed the brake unlock button; however, it was noted that the brake button became stuck and the lock function did not work. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.